Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 390 mg/dl with small ketones present. The contact declined troubleshooting with tandem technical support and stated the reason for high bg was due to the customer taking a bath and forgetting to reconnect to the pump.